Manufacturer narrative:
The reported event of leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, blood was leaking out from the hemostasis valve. Two other introducers were already inserted into the puncture site, thus the procedure was continued with these two sheaths while not using the reported device. The procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.